Manufacturer narrative:
The manufacturer was contacted in reference to a repaired dreamstation auto CPAP. The patient alleged cancer. In addition, the patient also reported kidney disease, nose irritation, and respiratory tract irritation. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service center concludes that they could confirm the customer's allegation and there was no visible foam degradation and unit got corrected.

Event description:
The manufacturer was contacted in reference to a repaired dreamstation auto CPAP. The patient alleged cancer. In addition, the patient also reported kidney disease, nose irritation, and respiratory tract irritation. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.